Manufacturer narrative:
Premarket / 510(k)#: k163248 & k151895. . Device code a0501 captures the reportable event of needle distal tip detached.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the tracheobronchial tree during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2023. During the procedure, approximately 3mm and 4mm needle filaments came out after the 5th puncture. Both were removed from the patients' tracheobronchial tree with forceps. It was unknown how the procedure was completed. There were no patient complications reported as a result of this event.